Event description:
When withdrawing the silverhawk exl catheter, it was noted that the distal tip of the nosecone broke off and was dislodged in the pt. The physician used a snare to grab the nose cone that was located in the tibioperoneal trunk and proximal posterior tibial artery. The nosecone was snared successfully and removed from the arterial circulation. No injury to pt reported.